Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: a visual inspection of the pump confirmed that the keypad cover was peeling from the contrast button to the up arrow button; exposing the button contacts. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. The keypad cover was opened and evidence of contamination was found under all contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up arrow button was unresponsive, and it was torn at up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.